Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that last tuesday she started having a return of symptom, leakage after a complete bowel movement. The patient stated that when she had the leakage she did not feel it happening. The patient mentioned that she called her health care professional's office. The patient had not tried any of the other programs and she was on program 2 and had increased it from 1.1v to 1.2v. Troubleshooting attempts were made and the patient programmer showed stimulation was on and the patient was going to stay on program 2 but increase stimulation to 1.3v. The patient noted that if this did not work than she would change to program 3 and give that a try. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.